Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 15 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and elevated cardiac enzymes are listed in the promus japan instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that pre-dilatation was not performed and the balloon was inflated to 20 atmospheres which is above the rated burst pressure (rbp). It should be noted that the IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Additionally, balloon pressures should be monitored during inflation. Do not exceed rbp as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Based on consultation from clinical, it could not be conclusively determined if the inflation above rbp contributed to the reported elevated enzymes. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that one day post direct stenting procedure in the mid right coronary artery with one promus 2.5 x 15 mm stent and in the proximal right coronary artery with one promus 3.0 x 23 mm stent, in which both were inflated to 20 atmospheres, the patient experienced chest discomfort and elevated cardiac enzymes. EKG results showed no myocardial infarction. The patient's angina symptoms were treated with medications. The patient's condition resolved the following day and the patient was discharged six days after the procedure. There was no reported adverse patient sequela. There was no additional information provided.